Manufacturer narrative:
Block a1: meshc-20211028-21436e13. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction: b5, h6 patient codes.

Event description:
It was reported to boston scientific corporation that a uphold lite mesh was implanted into the patient on (B)(6) 2014. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); vaginal pain; pelvic pain; groin pain; painful intercourse; offensive vaginal discharge; difficulties with bowel motions surgical interventions: on an unspecified date the patient underwent further surgery regarding the uphold lite implant under general anesthesia for the following purpose: to fix protruding mesh - receptionist told patient that the mesh was removed but that's not the case - only the bit that was protruding was removed.

Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold lite implant was implanted into the patient on (B)(6) 2014. The patient experienced complications and further surgery. Patient symptoms include: eep; vaginal pain; pelvic pain; groin pain; pain inter; off vag dis; diff bowel; surgical interventions: on an unspecified date the patient underwent further surgery regarding the uphold lite implant under general anesthesia for the following purpose: to fix protruding mesh - receptionist told me yesterday that the mesh was removed but that's not the case - only the bit that was protruding was removed..